Event description:
It was reported that the pressure port of the endoplege device obstructed. The pressure line port that connects to the pressure line was obstructed by plastic and did not have an open lumen to be able to monitor pressure. It was not able to be flushed and it was not necessary to check with a second pressure line as the problem was visibly identified. No adverse events to patient. The customer had to change the device for a new catheter without any problems..

Manufacturer narrative:
Evaluation results: (B)(6) 2010 - pre-deco examination: no occlusion at the pressure lumen when device arrived in to decontamination lab. Unit is sent to accellent for evaluation. (B)(6) 2010 - accellent evaluation-note: there was no transducer monitoring line returned with the device. The sinus pressure notch was visually inspected and there is no obstruction observed. Water was introduced through the pressure lumen and the water flows from where it should. A .014 wire was inserted into the pressure lumen and the wire goes all the way through the lumen with no narrowing or occlusion observed. Visually there is a subtle kink approx. 7" from the distal tip; however this subtle kink does not affect the way the device functions. Water was introduced through the balloon and infusion lumens and the water flows from where it should. There are no other defects detected with this device. The distal end of the shaft was clamped off and the device was tested for interlumen leakage. There is no interlumen leakage detected with this device. These devices are visually and functionally tested 100% prior to packaging. Reported event could not be confirmed; therefore corrective action will not be pursued at this time. We will continue to monitor trends and if action is required, appropriate investigation will be performed.